Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the implantable cardioverter defibrillator was post-paced t-wave oversensing. How it was discovered was unknown. No programming changes were completed to address this issue. There were no patient consequences.

Event description:
New information notes that the programming changes were made on the device that rectified the issue. No patient consequences.